Event description:
It was reported to boston scientific on (B)(6) 2010 that while using the chilli ii catheter the customer experience the following: 'the device was not able to rise in power (no more than 30watts). The delivery power and so the procedure result was not very satisfying. They took a judes' device but met the same issue. The physician thinks that the second problem met with the judes device could come from the hematoma caused by the first shooting.'

Manufacturer narrative:
During electrical testing, the thermistor resistor, resistor ID, and all electrodes met the resistance specifications. The rf ablation test with a ept-1000xp system worked as expected. There were no electrical opens or shorts found and the catheter functioned normally during the electrical testing investigation. All test performed demonstrated that the device met specification. Per blazer prime xp dfu ous, the "adverse events" section lists "hematoma/ecchymosis" as a potential risk or discomfort associated with cardiac ablation procedures for this catheter. The complaint reported above belongs to a previously reported complaint class that has been investigated, which is comprised of unconfirmed electrical complaints. Certain ablation site locations do not dissipate heat as well as other locations. This can be perceived as a temperature sensing issue, and can also lead to lower power output if an inappropriate temperature set point is used. Temperature readings depend greatly on the quality and angle of contact between the tip and tissue. During our functional testing were unable to duplicate the same equipment set up in the testing lab as in the ep lab. Therefore, we were unable to reproduce the same results. Testing with our lab set up demonstrated that the device met specification. In regards to the hematoma, there is no reason to believe that the inability of the catheter to rise in power caused or contributed to the occurrence of the hematoma. Product met bsc design & manufacturing specifications during product analysis (product met all electrical specifications), but due to anatomical/procedural factors encountered during the procedure performance was limited.

Event description:
It was reported to boston scientific on (B)(6) 2010 that while using the chilli ii catheter the customer experience the following: 'the device was not able to rise in power (no more than 30watts). The delivery power and so the procedure result was not very satisfying. They took a judes' device but met the same issue. The physician thinks that the second problem met with the judes device could come from the hematoma caused by the first shooting.'

Manufacturer narrative:
Device was received, a follow-up report will be submitted once investigation is completed.